Manufacturer narrative:
Additional information: b5 - it was later reported by the patient that they had tried out rgp, sclerals lenses but this still did not resolve the problem and vision is still much worse. Claim#: (B)(4).

Manufacturer narrative:
B5: it was later mentioned that the patient's visual impairment has included to have floaters. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -11.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. Glare/haloes and blurred vision was observed. The lens was removed on (B)(6) 2019. Cause of the event is reported as unknown. Reportedly, "patient complained about glare, blurred vision, and the implanted lens. But he still complained about visual impairment after removing the lens. Per the reporter on (B)(6) 2019, "currently the patient is under continuous observation and no treatment."